Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account stated that the architect tsh assay is generating elevated tsh results when compared to the centaur analyzer. The initial architect result was 7.5 miu/ml and when tested on dilution the result was 8.05 miu/ml. The centaur tsh tested 2.58 miu/ml. The sample was tested on a new blood draw and the architect tsh result was 3.25 miu/ml, the centaur tested 1.72 miu/ml. The controls were in range. The account stated that the patient has liver cirrhosis and has an elevated lactate level but the blood sample was buffered before tested. The patient is not taking any other medications. There was no impact to patient management reported

Manufacturer narrative:
Evaluation; (other): device/samples not returned. Retained kit testing met all specifications this late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. No testing was performed as part of this investigation. A review of the manufacturing, testing and the customer release data demonstrates that the architect tsh reagent lot 57960jn00 was performing on target with no adverse trends observed. Subsequent cross testing by the customer of patient samples on both the architect and centaur analyzers has indicated that the results obtained have been consistent across both platforms. The architect tsh reagent package insert states that for optimal results, serum and plasma specimens should be free of fibrin, red blood cells, or other particulate matter. Centrifuge specimens containing fibrin, red blood cells, or other particular matter prior to use to ensure consistency in the results. The package insert also states to ensure that complete clot formation in serum specimens has taken place prior to centrifugation. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy may exhibit increased clotting time. If specimens are centrifuged before a complete clot forms, the presence of fibrin or particulate matter may cause erroneous results. Centrifuge specimens containing fibrin, red blood cells, or particulate matter. Note that interfering levels of fibrin may be present in samples that do not have obvious or visible particulate matter. A review of the complaint analysis trending reports for the period of 2007 through 2008, did not indicate an adverse trend for performance related issues with the architect tsh reagent, lot 57960jn00. We cannot provide the customer with a specific reason why they experienced this aberrant patient sample result. Results of the customers testing and our investigation would indicate that this is not a reagent performance issue but rather an issue with the specific patient sample. This is the final report.